Event description:
Reference number (B)(4). Event occurred in italy. It was reported that, the patient experienced issue of infusion set leakage on (B)(6) 2024. The insulin was noticed coming out from upper part of plaster, when the smell was noticed which led to the knowledge of leakage issue. The patient also informed the leakage occuring from the connector. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 5398437 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi ver 30 and wi version 8 test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 7 test on reference samples, 10 samples out 10 samples passed the test. Batch review the lot 5398437 was manufactured according to the document version 48 on the packing process in the multivac 07, on 24/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 5398437 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 25 test on reference samples, 10 samples out 10 samples passed the test. Batch review: the lot 5398437 was manufactured according to the document version 41 on the packing process in the multivac 07, on (B)(6) 2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.